Event description:
It was reported that during an ion endobronchial lung biopsy procedure, the system showed no error messages but appeared to have changed position after biopsies were performed, and the catheter was observed to be in a different location when staff returned after leaving the room to inspect biopsies. It was also reported that the patient required manual ventilation due to ventilator difficulties. The technical support engineer (tse) attempted to review system logs as part of troubleshooting, but log review could not be completed because the system was not connected for onsite access. The customer expressed concern about system safety for upcoming scheduled cases and requested an inspection. The diagnostic procedure was completed with no reported injury or delay. A follow-up with the physician was made and confirmed that there was no patient injury, no medical intervention, and no hospitalization was required. The procedure was completed without delays. The ventilation/ventilator issue was due to an underlying patient condition issue and not due to the ion system or the catheter movement. The physician was able to make a diagnosis out from the biopsy samples. No further ion system issues or similar issues of catheter movement or drifting encountered in subsequent procedures.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to duplicate any errors or issues associated with unwanted catheter movement or drifting. The vision probe and catheter setup were immediately recognized and accepted by the system. Multiple system registrations were completed successfully without issue. During testing, the catheter was positioned in multiple locations and left stationary for several minutes at each position; no unintended movement or drifting was observed. No system errors were present during testing. The fse was unable to reproduce the reported behavior. The system was tested and verified ready for use.